Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-aug-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter. Error 106, then error 210. Surgical delay. Risk of aseptic failure. Changing the cable and the dongle did not solve the issue. Use of another device (smarttouch catheter) to complete the procedure. Additional information was received. The duration of the delay was 30 minutes. Many manipulations questioning the maintenance of the sterility of the handling area are needed. However, no sterilization was compromised. The patient was in the room at the time of the delay. In the physician's opinion, the delay did not contribute to a death or a serious injury to the patient and no intervention was required due to the delay. The device evaluation was completed on 27-aug-2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no force errors or mapping issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
During an internal review on (B)(6) 2024, noted corrections to the 3500a initial. Therefore, added: d10. Concomitant medical products and therapy dates: unk cable-d4. Primary UDI number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and the patient experienced a 30 minute surgical delay that resulted in increased risk of aseptic failure. Error 106, then error 210. Surgical delay. Risk of aseptic failure. Changing the cable and the dongle did not solve the issue. Use of another device (smarttouch catheter) to complete the procedure. Additional information was received. The duration of the delay was 30 minutes. Many manipulations questioning the maintenance of the sterility of the handling area are needed. However, no sterilization was compromised. The patient was in the room at the time of the delay. In the physician's opinion, the delay did not contribute to a death or a serious injury to the patient and no intervention was required due to the delay. The error 106 was assessed as non MDR reportable. Warning functioned as intended. The error 210 was also assessed as non MDR reportable. The catheter was not able to be worked with. No radio frequency (rf) ablation can be started. The potential risk was low. The 30 minute surgical delay that resulted in increased risk of aseptic failure was assessed as MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).